Event description:
It was reported that during procedure; inconsistent lead capture was noted on the low voltage lead. The physician elected to complete the procedure with a different low voltage lead. The patient was stable.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.